Event description:
It was reported that during a lobectomy procedure, the device was ejecting clips that were not formed properly. Another device was used to complete the procedure. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.